Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, poor communication occurred due to cable failure and the image was not displayed. It was determined that the cause of cable failure is due to flood inside the cable. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additional evaluation findings were as follows: a defective cable was found, which caused a black image, and the device did not pass the water tightness. It is most likely that the reported issue was due to mishandling by the user. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the image does not work - the cable is damaged on the 4k camera head during preparation for use. There was no patient involvement or impact associated with the reported event.